Event description:
It was reported that a patient underwent hardware removal and revision of a left femur fracture. The patient sustained two fractures of the left femur approximately two years ago. One fracture was mid-shaft and the other was at the hip. The original surgery to repair the mid-shaft femur fracture used a non-synthes nail. Approximately one year ago, due to non-union, this part was revised to a synthes femoral retrograde nail. A revision was planned to explant to the synthes nail on (B)(6) 2015. Nail was explanted, and all hardware was removed intact. As the patient was being repositioned to begin surgery for the planned hip arthroplasty, the femur was re-fractured at the site of the original mid-shaft femur fracture/non-union. The femur was plated and this extended the surgery approximately ninety (90) minutes. The hip arthroplasty did not proceed. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). Reported as approximately one year ago; exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.